Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts on the first row at the distal end of the stent implant, confirming the reported stent damage. The outer member separated at the midlap joint, 20.1 cm proximal to the proximal seal. The fracture face was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The outer member was necked down distal to the separation for a length of 1 mm. The inner member was separated 5.5 mm distal to the guide wire exit notch. The fracture face was jagged. There were multiple bends in the entire length of the hypotube. Follow-up information received from the account noted that the separation and damage was not noted during the procedure; therefore, it is likely that the noted damages occurred during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified which likely contributed to the failure to advance and stent damage as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for stent damage and crimped stent profile. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Event description:
It was reported that plain old balloon angioplasty was performed in the mildly tortuous and moderately calcified mid left anterior descending artery. The 2.75 x 28 mm promus rx was advanced into the patient anatomy, but was unable to cross the lesion. The device was removed from the anatomy and it was noted that the stent was damaged. There was no clinically significant delay and no adverse patient effects. Return device analysis revealed that the shaft was separated. After the device was removed from the patient anatomy, the physician did not notice the shaft separation and it is uncertain when the separation occurred.